Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation asthma (new or worsening)reduced cardiopulmonary reserve. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation asthma (new or worsening), reduced cardiopulmonary reserve. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation product investigation laboratory observed the sd card cover was missing. A small scratch and dust-like contamination was observed on the ui panel. A small scratch was observed on the front of the top enclosure. Product investigation laboratory observed a small scratch and light scuff marks on the left side panel. Dust-like contamination was observed on the right side panel. Pil observed dried liquid spots, evidence of possible liquid ingress with a whitish dust-like contamination inside the iso port. Many small scratches were observed on the bottom of the bottom enclosure. Pil observed that one of the two post that stabilize the pca was broken. A resistor from the pca was observed laying on the iso port. The cap from the buzzer on the pca was observed laying on the blower cap. A large, dried liquid spot was observed on the blower housing in between the iso port and blower outlet bellow. Dried liquid spots, evidence of possible liquid ingress was observed on the bottom of the blower motor, inside the blower motor, in the base of the blower housing and in the base of the bottom enclosure. A small amount of dust-like contamination was observed on top of the blower motor and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. In box d: device avail. For eval? (Rfb), date returned has been updated. In box g: date received by mfg (rfb) has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated